Manufacturer narrative:
Corrected data: patient¿s identifier is unknown. Corrected concomitant device. This report is for an unknown pfna nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Device remained implanted as of today; as such explant date is not applicable. Reporter facility address is unknown. Physical manufacturer is unknown. The incorrect received date was inadvertently utilized in initial medwatch. The correct date is 3/14/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the initial procedure was completed successfully. Surgical delay is unknown. Patient status is unknown. Two aiming arms were included in the pfna kit. It was unclear which malfunctioned so both devices will be evaluated. Six (6) weeks after the surgery, during a regular follow up the fracture showed good healing progress and union, but in x-ray the distal locking screw was observed outside the locking hole. According to the physician no further complications were reported and no additional interventions are planned/required. This report is for an unknown pfna nail. Concomitant device reported: unknown guides/sleeves/aiming: surelock (part # unknown, lot # unknown, quantity unknown). This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for an unknown nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the physician reported that the proximal femoral nail aiming arm and the pfna set is not aligned, faulty. More details and information will be gathered at a later date. This complaint involves two parts. This report is 1 of 2 for (B)(4).